Event description:
It was reported the doctor inserted the introducer and noticed the black ring was able to advance beyond the normal location. The clip was deployed but when the doctor removed the applicator the collagen and clip were still in the introducer. The doctor opened another clip which was deployed successfully. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the mam3008 applier was received with the introducer sheath detached from the applier handle, deformed at the distal end and with the tip sheared off. The device was noted to contain the collagen plug partially deployed and expanded.